Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03292. The patient was implanted with a two percutaneous leads. The first lead was placed on (B)(6) 2009 and the second lead on (B)(6) 2010. It was reported that the patient was not receiving adequate stimulation. An x-ray was taken which revealed that both of the patient's leads had migrated. The leads were removed and replaced on (B)(6) 2010 and effective stimulation was recaptured.

Manufacturer narrative:
Evaluation: results: the lead failed continuity testing. Channels 4 and 7 measured open. The lead has been cut about 3 cm from terminal end. Outer tubing had been partially cut. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.